Event description:
Reporter stated that pt was admitted to the hosp, in 2005, with a diagnosis of diabetic ketoacidosis. At the time of their admittance, pt's blood glucose measured >1200 mg/dl. They were treated with IV fluids (for hydration) and an insulin drip. Pt reported that, the day before hospitalization, their blood glucose had been steadily climbing, throughout the day. Additionally, they reported feeling nauseous, and vomiting, the day before. At the time of the report, pt was still in the hosp.